Manufacturer narrative:
(B)(4). Batch # u93u5y. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/ batch number, and no non-conformance were identified.

Event description:
It was reported that during a cholecystectomy, the surgeon clipped the bile duct and the clips did not close all of the way and were off set at the ends. The device fired malformed, scissor shaped clips and left a clip gap. Clip did not hold or clamp completely. There was no bleeding issue. There was no change to the procedure due to the event, just extended time of procedure. A like device was used to complete the procedure with no patient consequences.